Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure this right ventricular (rv) lead was attempted to be placed. There was difficulty finding a location with good sensing and acceptable thresholds. After multiple positions the lead was removed and a new rv lead was placed with acceptable sensing and threshold values. Later while the physician was inserting a competitor's right atrial (ra) lead the patient's blood pressure dropped and tamponade was diagnosed. The leads were all removed. The patient was stabilized. It was believed that perforation occurred during attempts to place the right ventricular (rv) leads. No further complications were reported. The leads will not be returned.